Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, to excise access skin around the implant site. It was reported that the patient received local anesthesia. During the same procedure the abutment was exchanged.the implanted device remains.